Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 5.1 was not detected on the bus, resulting in the failure of all cubies. This incident resulted in a delay to patient care and confirmed that there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 failed due to the faulty retractor band cable. A field service engineer resolved the issue by replacing the retractor band cable. The system functioned as intended after the field service engineer troubleshooted the device.